Event description:
The patient hasbeen experiencing "drop foot" and an inflammatory mass is suspected. The patient has had good pain relief since initial implant in 1997, but noted "drop foot" approximately 2 months ago. Since that time, the patient is reported to be "doing better and there are no reported neurological deficits". A recent MRI reveals "what appears to be an inflammatory mass at the catheter tip". The patient has been receiving dilaudid via the drug delivery system. The hcp plans to replace druge in the pump with saline and observe the patient for resolution of inflammatory mass.